Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the catheter is "flowering" during insertion and doesn't have the same body strength and quality it used to have". The reported defect was detected prior to use.

Manufacturer narrative:
Qn# (B)(4). The customer returned an opened ra-04020 kit containing a radial arterial catheterization device for evaluation. The device was returned with the catheter advanced over the needle. Visual examination of the catheterization device did not reveal any damage. No defects or anomalies were observed on the catheter tip, body or hub. Microscopic examination of the catheter tip did not reveal any defects or anomalies. The catheter length measured 2.72" which is within specification. The catheter body inner diameter, the catheter body outer diameter, and the needle outer diameter were measured and all were found to be within specification. The catheter was able to advance over the needle with minimal resistance. The guide wire was able to fully advance out of the needle bevel undamaged. A device history record (DHR) review was performed on the catheter and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit describes suggested techniques for catheter insertion. It states to firmly hold introducer needle hub in position and advance catheter forward, with a slight rotating motion, over spring-wire guide into vessel. The IFU notes to not reinsert needle into catheter to minimize risk of catheter damage. The customer report of a damaged catheter tip could not be confirmed through investigation of the returned complaint sample. No defects or anomalies were observed on the returned catheter tip. The catheter met all dimensional and functional requirements and a DHR review did not reveal any manufacturing related issues. Based on the condition of the returned sample, no problem was found. Teleflex will continue to monitor and trend reports of this nature.

Event description:
The customer alleges the catheter is "flowering" during insertion and doesn't have the same body strength and quality it used to have". The reported defect was detected prior to use.